Event description:
Boston scientific crm received information that noise appeared on the shock and rate/sense channels of the right ventricular (rv) lead. The noise was not reproduceable with isometrics or pocket manipulation. Approximately four months later noise was again observed on the shock channel of the rv lead. Non-sustained episodes and one diverted episode appeared in the logbook, which appeared to be a result of electromagnetic interference (emi). There were a couple episodes with a few beats of pacing inhibition due to the noise and the diverted episode with approximately six seconds of pacing inhibition. It was reported that the patient suffers from twiddler's syndrome, flipping the device back and forth. The patient reportedly uses power tools on occasion, however, did not believe the episodes occurred while using the tools. Technical services (ts) discussed reprogramming the device to least sensitivity and for the patient to consider keeping a diary of when using sources that could cause emi. Approximately nine months later, stored electrograms indicated a ventricular tachycardia (vt) event due to noise. The noise resulted in pacing inhibition greater than two seconds. The clinic was unable to reproduce the noise in clinic with patient isometrics. The healthcare provider suspected noise was due to emi and not a lead issue. No patient symptoms were reported and the patient did not recall what he was doing or near at the time of the episode. Lead impedances were reported to be stable.